Manufacturer narrative:
The engineering team performed a visual inspection and confirmed that the composite hook on one end is broken. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both of the sling bar books, as per the intended use, the composite hook can withstand > 780 kg before breakage. If the load is applied to one composite hook as per non-intended use, >340 kg will break the hook. If the load is applied to one composite hook as per non-intended use, with sling loops on the edge of the hook not fully secured, the composite hook can break with a load of 121 kg. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling's strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, the load must be applied to all sling bar hooks on the sling bar during the lift! Hill-rom shipped a new sling bar to the account to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a patient was being lifted from the wheelchair. Once the patient was above the wheelchair, the slingbar hook broke and the patient fell on the wheelchair. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).